Manufacturer narrative:
Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that when he raised the bed to the top position, it would slowly drift down. Account said he cleaned drive and brake assembly and that resolved issue.